Event description:
Complainant alleged that during the incoming inspection of the device, it was observed that the device displayed a "status 90" message. The complainant indicated that there was no pt involvement in the reported malfunction.